Event description:
Reference number (B)(4). Event occured in mexico. It was reported that patient faced infusion set leakage event on (B)(6) 2025. 4 of infusion sets have started to leak or start to bleed. Patient is requesting replacement infusion sets. No further information available. '